Manufacturer narrative:
Additional information - patient status - recovering. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Laparoscopic cholecystectomy- "clip applier was fired in patient and clips came out sideways on multiple fires and three separate clip appliers." Patient status: recovering.

Event description:
Laparoscopic cholecystectomy- "clip applier was fired in patient and clips came out sideways on multiple fires and three separate clip appliers."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.